Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when resecting the lung wedge during a laparoscopic lung wedge resection, the surgeon was able to press the green button and squeeze the handle however the handle exploded while firing, and after loading a new staples, the handle could not be fired again. A suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation of two photographs of devices. A visual inspection of the returned photos noted that the device can be seen inside a biohazard bag. No device abnormalities can be seen. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined. Without the physical product, a definitive root cause could not be identified. There was no reported condition to confirm. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when resecting the lung wedge during a laparoscopic lung wedge resection, the surgeon was able to press the green button and squeeze the handle however there was a popping sound heard when firing, and after loading a new staples, the handle could not be fired again. A suture was used to complete the case. There was no patient injury.